Event description:
Dealer advised getting five flash error code, right brake fault. Spoke with tech. Right motor gearbox was replaced on order (B)(4). Dealer advised will swap leads and call back. Dealer hung up received information from tech.